Event description:
Customer reported issues with the insulin pump. Customer states that he keeps getting an alarm. The blood glucose reading is 120 mg/dl. Customer states that the drive support cap is sticking out. Advised customer to disconnect from the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.